Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from a healthcare professional. This case concerns an elderly female patient who received treatment with synvisc one and device malfunction was identified for the reported lot number, after unknown latency had redness, can't bear weight, had pain and got knee aspirated. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021 and expiration date: unknown) for left knee osteoarthritis. Since, an unknown date, device malfunction was identified for the reported lot number. On an unknown date, after unknown latency the patient experienced pain, swelling, redness, and could not bear weight. It was reported that the patient went to the emergency room and had the knee aspirated (event onset date and latency: unknown). Corrective treatment: knee aspirated for the event "knee aspirated" (knee effusion); not reported for rest of the events. Outcome: unknown for all the events. Seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced localized erythema, weight bearing difficulty, knee pain and knee effusion. A temporal relationship cannot be established with the product administration since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 06-dec-2017 from a healthcare professional. This case concerns an elderly female ((B)(6) years old) patient who received treatment with synvisc one and device malfunction was identified for the reported lot number; after 1day patient was unable to ambulate, had fever, pain/extreme pain, can't bear weight and swelling; after unknown latency had redness, and got knee aspirated. No past drug, medical history, concomitant medication or concurrent condition was provided. Patient was allergic to codeine, compazine and tramadol on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021 and expiration date: unknown) for left knee osteoarthritis. Since, an unknown date, device malfunction was identified for the reported lot number. On (B)(6) 2017 after a latency of 1 day patient had extreme pain, knee swelling, was unable to ambulate, could not bear weight and also had fever. On an unknown date after an unknown latency patient had her knee aspirated. Patient also had redness (onset and latency unknown). On (B)(6) 2017 patient was given csi injection and medrol dosepak. Corrective treatment: csi injection and medrol dosepak for can't bear weight, unable to ambulate, fever, swelling, pain/extreme pain; not reported for others outcome: unknown for redness and knee aspirated; not recovered for others seriousness criteria: required intervention, medically significant and hospitalization for can't bear weight, unable to ambulate, swelling, pain/extreme pain and device malfunction a global pharmaceutical technical complaint was initiated with ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 05-jan-2018. The global ptc number was added. Text amended accordingly. Additional information was received on 13-feb-2018 from the patient. Events of unable to ambulate, fever and swelling were added. Therapy start date was updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 13-feb-2017:this case concerns a patient who has received synvisc one injection from the recalled lot and later hospitalized due to knee pain, joint swelling, unable to walk and also experienced localized erythema, weight bearing difficulty,and knee effusion. A temporal relationship can be established with the product administration since event onset date and product thearpy. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded